Event description:
Allergan aesthetics received additional information that the patient underwent liposuction surgery to the abdomen and flanks on (B)(6) 2023.

Manufacturer narrative:
Paradoxical hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode, but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report from the patient who is experiencing a recurrence of ph post liposuction surgery. The following events were reported previously: a patient who was treated with coolsculpting to the mid and lower abdomen on (B)(6) 2022 and (B)(6) 2023, to the flanks on (B)(6) 2022 and (B)(6) 2022 and to the lower abdomen on (B)(6) 2023 with cooladvantage coolcore, cooladvantage+ coolcore system applicators, developed paradoxical hyperplasia (ph) after treatment.